Event description:
The device was used during an unknown procedure. Reportedly, the device fired once and when reloaded, the device would not fire. No pt injury was reported. Another device was used to finish the procedure.